Event description:
As reported via mw5178956: diagnosed with toxic cobalt metallosis mostly likely resulting from a stryker lfit v40 femoral hip replacement in 2015. Cobalt level was 7.4ug/l vs a .1 to .8 suggested safe range. Many side effects which could also include the reason for my chronic kidney disease. Also had x-ray, MRI, and CT scans. Previous cobalt plasma test was 638ug/l 2 weeks prior.